Event description:
Frail pt approx 5 years s/p abdominal aortic aneurysm repair with medtronic aneurx aorto-uniiliac endograft. Endoleak had been recently discovered by institution which inserted device- and pt was aware that revision and add'l procedures would be required to re-repair aneurysm. Prior to further treatment pt ruptured their aneurysm and presented to hosp ER. Pt subsequently died following open repair of aneurysm. During open repair pt was noted to have a type I leak - graft no longer fixed appropriately to proximal aortic neck. Rptr is submitting this report simply to make the FDA aware of this rupture following repair of the aneurysm with an endograft.